Event description:
It was reported that the device fell off in the jejunum, proximal to the j-j anastomosis.

Manufacturer narrative:
This report is being supplemented to a correction with information inadvertently left out b5.

Manufacturer narrative:
Device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the suggested event occurred due to securing the n-cap with tape was insufficient. However, the subject device was not returned and the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: - 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, an n-cap became dislodged in the patient during the middle of the procedure and was able to be retrieved with a grasper. The procedure was extended 15 to 20 minutes while the effort was made to locate the endcap and retrieve it. The intended procedure was a push enteroscopy to access a roux limb in order to perform an endoscopic retrograde cholangiopancreatography (ercp). Salmon colored tape was used to reattach and finish the procedure. The device was used in an off-label manner. The outcome of the procedure was not affected and was completed successfully. The patient is currently clinically well and no patient harm was reported.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2024-00120.